Event description:
Reportedly, the seal of the trocar disengaged from the instrument into the pt cavity and was subsequently retrieved to complete the case without further incident. Procedure: hernia repair, pt status: no pt injury reported.